Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 599 mg/dl. Customer treated their high blood glucose via manual injection. Customer¿s current blood glucose level was 123 mg/dl. Customer believed the settings were low on the insulin pump and needed to be adjusted. Customer was advised tubing clamps would be sent out to them so they may perform the high pressure test. The insulin pump was not returned for analysis.